Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. There were no entries in console logs on the reported day of event (2021-06-03), but logs on 2021-05-31 indicate numerous purge-related issues: piston blocked errors, purge fluid not detected messages, and communication errors with sau_purge / pud (see attached logs). At some point, alarm #501 (pbm voltage out-of-spec) was presented, implicating bad vpurge voltages. When console was brought to danvers for testing, the issue was not immediately reproduced, but couple minutes after purge start, an unusual noise was heard, and alarm #417 was triggered (purge system failure - piston blocked). Inspection of the stepper motor assembly did not reveal any dextrose contamination, but the motor shaft was much more difficult to spin by hand, compared to other consoles (with console powered off). Once the stepper motor was removed and disassembled, it's been observed that grinding noise may have been related to the relative alignment of parts of motor housing, that were held by 4. If parts of stepper motor were not well aligned (coaxial with shaft), the shaft was difficult to rotate by hand. If this situation was occurring during console operation, increased resistance of stepper motor would cause increased load, and pbm would regulate power and provide more current, while lowering vpurge voltage. As far as numerous sau_purge communication issues observed in logs - those were most likely caused by pud pca malfunction. The root cause of the grinding noise was defective stepper motor of purge assembly. The cause of stepper motor defect was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that when inserting the purge cassette, a grinding noise could be heard. A second purge assembly was used and had the same issue. The purge cassette was placed into another aic console with no issues. There was no report of patient harm or injury.